Event description:
It was reported that pump displayed malfunction alarm 16-0x20e6 when customer tried to start it, which prevented access to pump functions, and no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was able to start, charge, and be recognized by computer but continued to show same malfunction on startup, and device was planned for return while customer received replacement pump from distributor.